Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and provide the completed investigation results. One 8fr angio-seal sts plus device was returned for evaluation. The hemostasis sheath was returned mated with the carrier tube in the forward lock position with the anchor exiting the sheath. No other components were returned. Functional testing was performed. The device was moved to rear lock position and digital pressure was applied on the anchor to release the tamper tube. The suture unwound as intended but broke due to excessive degradation due to contamination by blood like substances. No other anomalies were noted during deployment. There is no evidence that this event was related to a device defect or malfunction. However, based on the investigation results the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Establishment name - (B)(6) medical center. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported insertion difficulty when using the angio-seal device. When the angio-seal device (carrier) was being inserted into the insertion sheath, the device was not completely fit to the sheath until a click sound is heard. The angio-seal device was then withdrawn and successfully removed. The device was not used and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was thrombus recovery for brain infarction. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage to the patient. There was no other devices or equipment used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.